Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported via a manufacturer representative that impedances were > 10,000 on electrode 3. No known factors led to the issue. The impedance was programmed around. No symptoms or further complications were reported.